Event description:
The dentist reported that after 10 months that the dental implant was installed in intra-oral region #10 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed.